Event description:
It was reported that the patient presented to the emergency department (ed) with a driveline communication fault alarm. On interrogation there was no speed drops or other alarms aside from the communication fault and the patient felt fine. The log file captured driveline power fault a alarm on (B)(6) 2022. The modular cable and controller were changed, and the alarm had not returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarm was confirmed via the log file review. The submitted system controller log file spanned approximately 13 days ((B)(6) 2022 to (B)(6) 2022 per the timestamp). Driveline communication fault alarm activated on (B)(6) 2022 at 10:03 due to comm b fault. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. The alarm remained to be active until the driveline was disconnected from the controller on (B)(6) 2022 at 13:29 for a controller exchange. No other notable alarm was observed. The returned heartmate 3 system controller was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time with the returned modular cable without reproducing any alarms. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline communication fault. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Modular cable: MFR # 2916596-2022-16136.